Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was an alleged overdischarge. The device can not establish communication with either the patient programmer/insr (recharger) or the 8840. The reason for the recharging not being maintained was non-compliance. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer . It was reported that it was difficult to charge, the ins was being recovered from over discharge (od). It was stated that patient had been trying to charge for about three hours and was not yet at 25%. Patient was getting 4 bars mostly for coupling and occasionally 2 or 6 bars. It was reported that the ins was shallow but it was noted that the ins protrudes more at the top and then was deeper at the bottom of the ins, so it was tilted somewhat. It was noted prm was done to recover the ins from od and was now charging normally. It was noted that they had taped the ins recharger (insr) antenna to the patient's skin and would continue to charge the ins. It was stated that there was still an active power on reset (por) condition. It was reviewed for the patient to stay away from on/off buttons on the patient programmer until the por is cleared. Patient may try to call in to clear the por tomorrow once the ins is charged up. The patient would continue charging the ins up. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the rep needed to now the steps to perform a prm for od ins. The rep was instructed on the al mode and prm button activation. The patient didn't bring the charging belt, but the rep decided to us adhesive disc before running the al mode for optimal charging. It was noted that it was a challenge for the patient to sit still for a long time. It was confirmed that prm session was started, and one prm was completed. The process of clearing the por was reviewed with the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the rep met with the patient on 2018-12-11. The overdischarge has been resolved and the clinician programmer indicated excellent coupling during the recent recharge sessions. No further complications were anticipated.